Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Review of shock impedance trends showed an initial rise in measurements followed by a plateau, consistent with normal lead maturation. The average shock impedance range was 95-100 ohms, with a few outliers. This rv lead remains in service. Normal follow up and continued monitoring was recommended at this time. No adverse patient effects or interventions were reported at this time.